Manufacturer narrative:
This follow up report is being submitted to report additional and corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Photograph of the explanted head assembled with the taper adapter is provided. The head and adapter shows some scratches. No other evaluation can be made from the provided photograph. Third party review of the x-ray noted possible reason for revision as ¿malposition of the acetabular cup which increases risks of hip dislocation and component wear.¿ device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown m2a shell, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10951.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to unknown reasons. There were no delays or complications during the surgery. Attempts have been made and additional information on the reported event is unavailable.